Event description:
Literature: venkatraghavan l, manninen p, mak p, lukitto k, hodaie m, lozano a. Anesthesia for functional neurosurgery: review of complications. J neurosurg anesthesiol 2006, 18(1): 64-7. Summary: this article presents info from a prospectively collected database on all 186 pts undergoing functional neurosurgery under monitored anesthesia care for ablative (n=6) or insertion of a deep brain stimulator (n=172). Deep brain stimulation implants were both unilateral (n=34) and bilateral (n=138). The purpose of the study was to review the anesthetic management and incidences of intraoperative complications during functional neurosurgery. Reportable event: five pts developed focal seizures during intraoperative stimulation testing that did not require treatment.